Manufacturer narrative:
The returned valve did not meet the requirements for leak testing due to a large tear observed in the top of the distal occluder. It is unknown how or when this damage occurred. Therefore, the patency, siphon, reflux, pressure-flow and preimplantation testing were precluded due to this damage. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ proteinaceous debris was observed within the interior and exterior of the valve. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that when the doctor primed the valve intra-operatively, a leak was noticed from a hole in the dome. The device had patient contact and was replaced. The patient was recovering following the procedure and there was no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a small hole in the reservoir.